Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application generated a diagnostic error message indicating an invalid patient connector due to the mobile programmer application being utilized inadvertently instead of the remote monitoring application. It was noted that the host tablet was designated for the remote monitoring application only. It was also noted that the mobile programmer application was able to be opened but had not been set up. Troubleshooting steps were advised to uninstall the mobile programmer application and to utilize the remote monitoring application to resolve the issue. There was no patient involvement. Application version: 4.4.2 host tablet os version: 18.1.